Event description:
During a pancreatic endoscopic ultrasound biopsy, the physician use a cook echo tip ultra endoscopic ultrasound needle. The echo tip ultra endoscopic ultrasound needle disengaged from the handle. The device was removed and another echotip ultra endoscopic ultrasound needle was used see mdr1037905-2015-00287. The same thing occurred with this [the second] device. See MDR 1037905-2015-00291. A third device was used to complete the procedure. A section of the device did not remain inside the pt's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The stylet was not included in the return. The device was returned with approximately 1 cm of the needle exposed on the distal end. When the handle was manipulated, the needle at the distal end did not move. The handle was disassembled. The needle was found to be broken approximately 22 cm from the proximal hub of the needle. It was found that the sheath and needle were mangled near the distal end of the handle. There were two additional breaks in the needle near the handle at approximately 25 cm and 26 cm. The breaks were contained within the sheath near the handle and the needle was pinched near the mangled portion of the break. The needle had evidence of a fatigue fracture. The break would have been approximately 1 to 2 centimeters distal of the handle. During a visual examination, a bend in the needle was observed 2.5 cm from the distal end. The needle could not be fully extended due to the device being separated at the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determine because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits are ability to conclusively determine a cause. The instructions for use state: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. It is possible that if needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to serve bending of the needle near the distal end. The instructions for use state: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use also caution the user that: "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. A kink in the needle and/or outer sheath can prevent movement of the needle and/or stylet. The stylet provides additional stiffness during advancement of the needle into the lesion. If the needle is removed from the endoscope to collect a sample the stylet must be reinserted prior to advancing the needle through the endoscope. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted 0 to 8 cm. The instructions for use state: with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of the safety ring. Tighten the thumbscrew to lock the safety ring in place. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual inspection and function testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.